Event description:
Foley catheter placed in 2003. Started running the fluid, but none would enter the bladder. Checked to see if catheter kinked. It was not kinked. No opening at tip of catheter. Catheter removed and new one placed.